Event description:
It was reported that the ilet user experienced a low blood glucose of 69 mg/dl after lunch and had been intermittently announcing meals as ¿less than¿ to reduce insulin despite eating usual meals. Education was provided on accurate meal announcements, how the pump adapts, and avoidance of pretreating. Symptoms included hypoglycemia. Outcomes included correction of hypoglycemia using oral fast-acting carbohydrate and no impact on daily activities or need for medical care. Investigation included case review and user education on hypoglycemia treatment with fast-acting carbohydrates and appropriate meal announcement practices. Investigation of this case revealed user-related use error associated with meal announcement behavior, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device resulting in inappropriate therapy due to incorrect meal entry.